Event description:
It was reported that the patient underwent a posterior spinal fixation at t11-l2 and a vertebroplasty at l1. It was reported that the patient underwent a revision surgery approximately 2 years post-op due to a broken rod. The fixation was extended up to t10-l3. Fusion had occurred at the original levels. No additional patient complications were reported.

Manufacturer narrative:
Visual examination confirms rod breakage. Significant fracture surface damage noted on both evaluated surfaces. Visual and optical examination of the rod surfaces notes witness marks consistent with set screw and mas head interface. Fracture surface analysis suggests a fairly flat fracture surface with some evidence of progressive striations, as well as an area of increased material disruption, consistent with overload. Dimensional analysis confirms rod diameter conforms to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.